Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal and scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the on and off button not working properly. The power switch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device on/off button only worked in a certain area when pressed. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.